Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed one false positive result for architect stat troponin-I on the architect i2000sr analyzer. The following data was provided from a (B)(6) patient on (B)(6) 2013: sid (B)(6) initial 0.227 - 0.022 (automatically retested)- 0.007 (after second centrifugation) - 0.014 ng/ml. The customer uses the cutoff of 0.032 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included review of ticket trending and lot search data and did not identify atypical complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 26913un12. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction since multiple retests of the same sample all produced negative results, which suggests sample handling/integrity may have contributed to the initial elevated result. No additional product issues were identified.

Manufacturer narrative:
In the initial report, the date received by manufacturer was incorrectly listed as (B)(4) 2013. The correct date is (B)(4) 2013.